Manufacturer narrative:
The subject device was not returned to olympus yet. Olympus obtained the below information from the user facility. The user facility connected hd/sd sdi output terminal of the subject device to hd/sd sdi input terminal of the subject device when the phenomenon occurred . The phenomenon did not occur when the user facility disconnected the sdi cable from hd/sd sdi input terminal of the subject device. The user facility used the hd/sd sdi input running as picture in picture input. Olympus connected sdi cable to a spare device in the same way of the user facility, and could reproduce the phenomenon. Olympus also found there was a possibility that the phenomenon occurred if genlock function was set "on". If genlock function is set "on", the cv-190 tries to synchronize input signal. But the subject device might continue synchronization while image signal was looped, so that the subject device might unable to synchronize output signal. The genlock function sets "off" when the subject is shipped, so the user facility might make the genlock function "on". The instruction manual of this device already mentions genlock function is reserved for future system expansion. There were no further details provided. If significant additional information is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The endoscopic images in all monitors flickered during unspecified procedure. The user facility completed the procedure with replacing the subject device to another device. There was no report of patient injury in this event.